Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as a disconnection between the catheter adapter (non-baxter product) and the transfer set with the patient then reconnecting the transfer set to the non-baxter product adapter. On the day of onset, the patient was hospitalized for the peritonitis event. The patient received treatment with unknown antibiotics (dose, route, frequency and duration not reported). Also, on an unreported date, peritoneal dialysis therapy was discontinued and the patient was switched to hemodialysis. After being hospitalized for seven days, the patient was discharged. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted on potential lot numbers h14a07064 and h14d21044. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.